Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac perforation, tamponade, and a pericardial effusion. During the implant of a leadless implantable pulse generator (ipg), the device had been placed below the apex with relatively high pressure. The device exhibited no capture and high impedance measurements. A second attempt was made to place the device, however it could not be deployed a second time. The patient's blood pressure and oxygen levels began to drop, and patient required transfer to another hospital for cardiac surgery and thoracotomy. In addition, the patient had to be re-animated for quite some time; a pericardiocentesis procedure was performed and the patient stabilized. No further patient complications have been reported as a result of this event.